Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information will be provided within 30 days of receipt.

Event description:
During an inferior vena cava (ivc) filter placement, the filter barb of the trapease perforated the sheath proximal to the brite tip. The physician could not advance the filter beyond the tip of the sheath and removed device. There was a kink in the sheath of the product. There was no injury to the pt.